Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's diet had changed and the pump's basal rate setting had not been lowered to compensate for the diet change. The customer's blood glucose (bg) level dropped to 40-56 mg/dl and food was consumed to address the bg level. Tandem technical support advised the customer to discuss the event with a healthcare provider.